Event description:
(B)(6) study. It was reported that the patient experienced a grade c dissection. The 99% stenosed, 3.0mmx27mm, tasc ii b target classified lesion was located in the right distal superficial femoral artery. The lesion was treated with a 2.1 mm jetstream xc atherectomy catheter. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 1% final residual stenosis. It was noted that there was evidence of a grade c dissection of 11.0 mm length in the location 'in seg' and distal.